Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The technician confirmed white particles that somehow contaminates device. In addition to the above findings, the device was scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center..